Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record#: (B)(4). According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and removed / replaced on (B)(6) 2020 due to a hard pump and capsule. Additional information received from the territory manager indicated that the patient had a hard pump, noted on (B)(6) 2020. The head of innovation troubleshot the device and the patient continued to have a hard pump. Once the capsule was removed in the operating room, the pump released. A titan touch pump, two detached exhaust tube portions, and one detached inlet tube were received for examination. Examination and testing of the returned components revealed no functional abnormalities with any of the returned components. The information received indicated a hard pump and that once the capsule was removed in the operating room, the pump released. As no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a hard pump, noted in (B)(6) 2020. Troubleshooting the device was conducted in (B)(6), and the patient continued to have a hard pump. Once the capsule was removed in the operating room, the pump released. The pump was removed/replaced.